Manufacturer narrative:
The enveor dcs instructions for use gave instruction: if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. Difficulties¿ advancing the dcs through the access vessel was known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was reported that the patient had a history of peripheral vascular disease. This indicates that the probable cause of the advancement difficulties was patient anatomy. The enveor dcs instructions for use gave warning regarding resistance encountered during advancement of the dcs to not force passage. Forcing passage could increase the risk of vascular complications. Vascular access related complications, such as dissection, were procedural complications that were dependent on the patient condition and physician technique, and are a known potential adverse patient effect per the evolutr instructions for use. It was reported that the patient had a history of peripheral vascular disease. There was no information to suggest a device quality deficiency or malfunction was related to this event, and an assignable root cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, as the guidewire was in place, the delivery catheter system (dcs) was inserted on the left side and met resistance at the mid iliac artery. The dcs was withdrawn and a super stiff wire was placed. The dcs was reintroduced and met resistance at the mid iliac artery. A non-medtronic sheath was placed and inflated. The dcs was inserted again and stopped at the mid iliac. An angiogram revealed no flow down the left iliac artery. The physician attributed the occlusion from a dissection made by the dcs. A surgical femoral to femoral bypass was performed and blood flow returned to the limb. The valve was not implanted. No other adverse patient effects were reported.